Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : examination of the returned instrument cannot confirm the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Patient code: no code available ((B)(4)) used to capture the surgery prolonged and insufficient information. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During hip revision surgery at (B)(6) on monday (B)(6) 2020 it was not possible to separate the following two reclaim instruments after they had been used to remove a distal reamer. Surgeon was (B)(6). 297500800 reclaim distal stem inserter lot so2034382. 297500910 reclaim reamer extract adaptor lot so2042156. After approximately 10 minutes of trying to separate the instruments the surgeon gave up and had to complete the rest of the operation without the distal stem inserter.